Event description:
It was reported that the user experienced frequent low glucose while using the pump and believed meal dosing was too high, including a reported low to 53 mg/dl about an hour after a declared breakfast. Review of device reports showed frequent selection of "less than usual" meal size, and the user completed a factory reset and was assigned additional training. Symptoms included hypoglycemia, sweating, and confusion/disorientation. Outcomes included no long-term health consequences or impact despite minor injury of hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem; a usage problem related to announcing incorrect meal sizes. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions. It was also concluded that an unintended use error caused or contributed to the event.